Manufacturer narrative:
Natus tech support walked the customer through and got the device to proper intensity levels. Several attempts have been made to get additional information from customer, without any response. If additional information becomes available natus will provide a supplemental report.

Event description:
Natus received a complaint on (B)(6)2017 customer reported that their neoblue3 having low intensity. It was measured with ohmeda biliblanket meter ii and the readings were: _at high setting: 26 [?]w/cm2/nm [lower than spec]_at low setting: 9 [?]w/cm2/nm [lower than spec]. Several attempts have been made to get additional information from customer. The customer confirmed there was delay in treatment, but no death/serious injury or environmental/safety concerns.